Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil and one empty opened folder of product code z1711, lot lp7bhrm were returned for analysis. As no needles or suture were returned for evaluation, we are unable to investigate further to the issue of ¿ that needle pulled off during hypospadias surgery". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code z1711e lot lp7bhrm, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hypospadias surgery on an unknown date and suture was used. During the procedure, the needle pulled off and the fallen piece was retrieved from patient. A like device was used to complete surgery. There is no report on patient injury.